Event description:
A customer reported that sometimes the meter would show an error code, blink and then would shut off. While on the phone a review of the system was conducted. An attempt was made to run a control test but the meter would not present a sensor. During this attempt to test it was also learned that a portion of the display was missing segments. A request was made to return the system for evaluation and in the meantime the replacement unit was provided.